Event description:
It was reported that artificial urinary sphincter (aus) device was not working correctly. The patient underwent a surgical procedure in which all the components were explanted and replaced without any adverse patient effects.